Event description:
Pt was in bed, 2 staff members present. Pt was receiving assistance to get out of bed the pt had bilateral knee replacements. The overbed trapeze bar allegedly broke at the connection site at the steel connector. 2 staff members caught the bar and the pt was not injured.